Event description:
Device malfunction: unknown. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted hemostasis of an unspecified vessel using a proglide device after an unspecified procedure. Reportedly, an unspecified product experience occurred. The method used to achieve hemostasis was not reported. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.